Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. MRI tech reports getting a power on reset (por) message on the patient programmer (pp). As a result of what was reported, the call center recommended having the patient follow up with the managing hcp to interrogate the device before proceeding with an MRI. No patient symptoms were reported and no further complications have been reported as a result of this event.